Event description:
It was reported, the ultrasound gastrovideoscope had the chip was loose and the needle was unable to go through during the procedure. The issue occurred during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the subject device was returned, the reported event could not be confirmed and a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Ccd damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor the field performance of this device.